Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100mg/dl fasting. Verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date was not disclosed. Reviewed meter memory: (B)(6). No adverse event reported.